Event description:
It was alleged that while attempting to lower the cot from high height, the cot allegedly dropped all the way down. It was alleged that after the cot was all the way down, it allegedly tipped on one side causing minor injuries to the patient. Further information regarding the patients injuries was not provided. No defect was found with the cot.